Manufacturer narrative:
(B)(4).

Event description:
Pt complaining he can only feel stimulation on the left side and that it hasn't worked right for quite some time". Pt states he had an x-ray done and it confirms that his lead is "turned wrong" which could be causing stimulation to not reach his right side. Add'l info has been requested and if rec'd, a follow up report will be sent.